Event description:
Caller reported intermittent occlusion alarms. Specific blood glucose value was unknown as it displayed "high." Customer addressed the high blood glucose by administering a corrective injection. The customer acknowledged the alarm and resumed insulin.